Manufacturer narrative:
Device received with a blank display due to corroded battery tube including the power board. No traces of corrosion found at the motor or electronic assemblies. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify unexpected battery power loss due to blank display. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert. Customer stated that insulin pump had second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated that the new battery did not resolved the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.